Event description:
The dental implant fx4508swc was removed on (B)(6) 2019 due to failure to osseointegrate 5 months and 3 days after implantation. The patient has history of diabetes. The doctor noted local infection during explantation. The patient has recovered without complications.